Manufacturer narrative:
Per the clinic, the reason of explant was due to patient being a non-user and require MRI for treatment of other medical issues. Device analysis report attached.

Event description:
.Per the clinic, the device was explanted on (B)(6) 2024 due to an unknown reason.